Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine 20,000mcg/ml 5,662mcg/day morphine 4000mcg/day 1200mcg/ml via an implantable pump for spinal pain use. The healthcare provider reported that the patient had withdrawals symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. The distal end of the 8781 was intact and still in use. Proximal end was revised with replacement part below. The issue was resolved at the time of the report. The healthcare provider had no further information to provide. Additional information was provided from a company representative (rep) they were doing a catheter revision. The company representative (rep) stated that the healthcare provider (hcp) took off 42.5 cm off the new revision kit, and they have 31.27 cm left. The rep confirmed that they were using an ascend catheter. The agent walked the rep through how to update the catheter volume. The troubleshooting steps that were taken on the call resolved the issue. Additional information provided by a healthcare provider via a company representative indicated that no issue was identified with the catheter and that the revision was performed based on medical judgment by the physician. The physician believes that the catheter is too old and needs to be replaced.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 10-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.